Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / migration of essure device: uterine wall"), abdominal pain ("severe abdominal pain") and diverticulitis ("diverticulitis") in a 30-year-old female patient who had essure (batch no. 626214) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the left side was harder to remove than the right side". The patient's past medical history included asthma and depression. Concurrent conditions included irregular menstrual cycle. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 6 days after insertion of essure, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea"). On (B)(6) 2008, the patient experienced dyspareunia ("painful intercourse / dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("pain"). On (B)(6) 2008, the patient experienced loss of libido ("lack of sexual drive") and mood swings ("mood swings"). On (B)(6) 2008, the patient experienced migraine ("migraine headaches") and headache ("headaches"). On (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2009, the patient experienced urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2010, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), vaginal discharge ("irregular vaginal discharge"), back pain ("severe back pain"), rash ("breakouts due to contact with metals"), pruritus ("itching"), tenderness ("tenderness"), diverticulitis (seriousness criterion medically significant), rash papular ("itchy red bumps all over legs and forearms") and fallopian tube leiomyoma ("fibroid of the fallopian tube"). The patient was treated with surgery (bilateral salpingectomy with removal of essure coils) and surgery (underwent a bilateral salpingectomy to remove essure device). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, rash, pruritus, tenderness, diverticulitis, loss of libido, mood swings, urinary tract infection, vaginal infection, headache, nausea, rash papular, fallopian tube leiomyoma and fatigue outcome was unknown and the abdominal pain, menstrual disorder, vaginal discharge, allergy to metals, dysmenorrhoea, dyspareunia, migraine, back pain, vaginal haemorrhage, menorrhagia and pelvic pain had resolved. The reporter considered abdominal pain, allergy to metals, back pain, diverticulitis, dysmenorrhoea, dyspareunia, fallopian tube leiomyoma, fatigue, headache, loss of libido, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, pruritus, rash, rash papular, tenderness, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure successfully implanted, without complications. She sought medical treatment regarding the aforementioned symptoms. However removing of the essure coils also required removal of patients bilateral fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: fallopian tubes were bilaterally occluded. (B)(6) 2011 : hysterosalpingogram: successful bilateral tubal occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- pelvic pain". Most recent follow-up information incorporated above includes: on 13-mar-2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), breakouts due to contact with metals, itching, tenderness , diverticulitis, lack of sexual drive, mood swings , urinary tract infection, vaginal infection , headaches, perforation (uterus) / migration of essure device: uterine wall, nausea , pain, itchy red bumps all over legs and forearms , fibroid of the fallopian tube, fatigue , the left side was harder to remove than the right side.", lot number, reporter added from pfs. Historical and concomitant condition added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / migration of essure device: uterine wall"), abdominal pain ("severe abdominal pain") and diverticulitis ("diverticulitis") in a 30-year-old female patient who had essure (batch no. 626214) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the left side was harder to remove than the right side". The patient's past medical history included asthma and depression. Concurrent conditions included irregular menstrual cycle. On(B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 6 days after insertion of essure, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea"). On (B)(6) 2008, the patient experienced dyspareunia ("painful intercourse / dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("pain"). On (B)(6) 2008, the patient experienced loss of libido ("lack of sexual drive") and mood swings ("mood swings"). On (B)(6) 2008, the patient experienced migraine ("migraine headaches") and headache ("headaches"). On (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2009, the patient experienced urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2010, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), vaginal discharge ("irregular vaginal discharge"), back pain ("severe back pain"), dermatitis contact ("breakouts due to contact with metals"), pruritus ("itching"), tenderness ("tenderness"), diverticulitis (seriousness criterion medically significant), rash papular ("itchy red bumps all over legs and forearms") and fallopian tube leiomyoma ("fibroid of the fallopian tube"). The patient was treated with surgery (bilateral salpingectomy with removal of essure coils) and surgery (underwent a bilateral salpingectomy to remove essure device). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, dermatitis contact, pruritus, tenderness, diverticulitis, loss of libido, mood swings, urinary tract infection, vaginal infection, headache, nausea, rash papular, fallopian tube leiomyoma and fatigue outcome was unknown and the abdominal pain, menstrual disorder, vaginal discharge, allergy to metals, dysmenorrhoea, dyspareunia, migraine, back pain, vaginal haemorrhage, menorrhagia and pelvic pain had resolved. The reporter considered abdominal pain, allergy to metals, back pain, dermatitis contact, diverticulitis, dysmenorrhoea, dyspareunia, fallopian tube leiomyoma, fatigue, headache, loss of libido, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, pruritus, rash papular, tenderness, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure successfully implanted, without complications. She sought medical treatment regarding the aforementioned symptoms. However removing of the essure coils also required removal of patients bilateral fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: fallopian tubes were bilaterally occluded (B)(6) 2011 : hysterosalpingogram: successful bilateral tubal occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- pelvic pain" . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), vaginal discharge ("irregular vaginal discharge"), allergy to metals ("nickel allergy"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches") and back pain ("severe back pain"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove essure device). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the abdominal pain, menstrual disorder, vaginal discharge, allergy to metals, dysmenorrhoea, dyspareunia, migraine and back pain had resolved. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, menstrual disorder, migraine and vaginal discharge to be related to essure (ess205). The reporter commented: essure successfully implanted, without complications. She sought medical treatment regarding the aforementioned symptoms. However removing of the essure coils also required removal of patients bilateral fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: fallopian tubes were bilaterally occluded incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.